Manufacturer narrative:
The device is currently pending return to pentax for further evaluation. A DHR cannot be performed since a model was not provided. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope scope model unknown, serial (B)(4). In the event reported, the user stated a new blurry image event, the water jet's not touching the lens during cleaning/rinse intra-procedure. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. G4:premarket identification PMA/510(k). D4:unique identifier (UDI). Evaluation summary. This is blurry image's complaint. This is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.